Manufacturer narrative:
UDI : not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter : (B)(6) clinical center. PMA/510(k) - k130520. The actual sample was received for evaluation. Visual inspection revealed that the lock adapter had come off the male connector of the sampling system. Magnifying inspection of the actual sample did not find any visible anomaly, including deformity, in the male connector or in the lock adapter. The dimension of each part of the actual sample was measured and confirmed to be equivalent to each part of a factory-retained current product sample. The surface of the male connector was subjected to elemental analysis with sem-edx (scanning electron microscope / energy dispersive x-ray spectroscopy). The result showed the presence of some elements including si, which is likely to be derived from the silicone applied to the switch cocks of the sampling system in the manufacturing process to improve the lubricity of them. Reproductive testing was performed, and silicone was applied to a male connector of a factory-retained sampling system, then a female connector was attached to it and a lock adapter was tightened up. As a result, the lock adapter came off the male connector. In the production floor, silicon is applied to the switch cocks on the sampling system for the lubrication purpose. It was presumed that silicone was transferred to the male connector by the sampling systems having contacted each other during storage. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. Product structure: the male connecter and the lock adapter of the sampling system fit with each other by the rib on the male connecter being caught with the stepped part provided inside the lock adapter. Due to this structure, once the lock adapter gets over the rib completely due to some factors, it may come off the male connector. IFU states:do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that during the manufacturing process, the silicon applied to the switch cocks of the sampling system was transferred to the male connector part when the sampling system components were put in storage. Afterward, when re-tightened during preparation, the lock adapter got over the rib on the male connector in lubricated state and detached. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that during preparation of the capiox oxygenator, they found that the lock adapter had been detached from the male connector. The oxygenator was exchanged. The event occurred pre-treatment.